Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the cartridge tubing. The customer's blood glucose (bg) level was 450 mg/dl with trace ketones. Reportedly, the contact changed the infusion set and primed the tubing to remove the air as well as to address the bg level. The contact normally assisted the customer.